Event description:
It was reported that there was a fissure on groove detected in valve at time of implantation.

Manufacturer narrative:
(B) (4). The valve was patent, however, failed leak testing due to a smooth cut at the base of the outlet connector. This precluded reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. It is unk how or when this damage occurred. According to the instructions for use that accompanies the product, the use of sharp instruments while handling these devices can nick or cut the silicone elastomer, resulting in leakage and necessitating shunt revision. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of mfg.